Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) goes on standby mode while. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) checked unit with trainer and balloon connected unit working properly and not going on standby mode while working. But while testing the unit it was observed that balloon was not getting inflated fully. Further testing found that pressure diaphragm of the compressor was damaged. To resolve the problem 5000 hrs. Maintenance kit of the unit needs replacement. While checking the unit found that compressor pressure connector was physically damaged also problem found with the front end board. Fse replaced pressure connector and front end board (0670-00-0668), kit 5000 hr prevent maint (d040-00-0147). Checked unit found working fine. As per factory guidelines lifespan of the safety disk was over due to that fse replaced safety disk and performed all functional test, passed successfully. Checked performance of the unit with trainer and balloon connected, unit working satisfactory and the iabp was then released and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) goes on standby mode while working. There was no patient harm reported.